Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula is too long. This was discovered during use. The following information was provided by the initial reporter: material no: 328418 batch no: 9231217. It was reported that when the customer uses the 8mm syringes hurt when taking injection. She added that they're longer and he would rather have the shorter needle verbatim: consumer wanted to know if bd still manufacture 6mm, 31g, 1/2ml. Stated, his pharmacy cannot get them. Stated, he can only get, 8mm, 1ml, 31g. Stated, the 8mm syringes hurt when taking injection. Stated, they're longer and he would rather have the shorter needle.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/27/2020. H.6. Investigation: customer returned six (6) 31gx8mm, 1ml bd insulin syringes in an open polybag from lot 9231217. Consumer reported that the 8mm syringes hurt when taking injection; she added that they're longer and he would rather have the shorter needle. All six returned syringes were examined, then tested for needle length, point geometry, outer diameter and lube coverage. The following was observed (specs: outer diameter for 31g cannula: 0.0100¿- 0.0105¿): data: cannula length point outer diameter (in.) Lube sample 1 good good 0.0103 good sample 2 good good 0.0103 good sample 3 good good 0.0103 good sample 4 good good 0.0103 good sample 5 good good 0.0102 good sample 6 good good 0.0103 good all six syringes tested within specification. Since no evidence of manufacturing defect or other issue was observed the alleged issues could not be confirmed. A review of the device history record was completed for batch# 9231217. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula is too long. This was discovered during use. The following information was provided by the initial reporter: material no: 328418 batch no: 9231217. It was reported that when the customer uses the 8mm syringes hurt when taking injection. She added that they're longer and he would rather have the shorter needle. Verbatim: consumer wanted to know if bd still manufacture 6mm, 31g, 1/2ml. Stated, his pharmacy cannot get them. Stated, he can only get, 8mm, 1ml, 31g. Stated, the 8mm syringes hurt when taking injection. Stated, they're longer and he would rather have the shorter needle.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 20 february 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9231217. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle cannula is too long. This was discovered during use. The following information was provided by the initial reporter: material no: 328418 batch no: 9231217. It was reported that when the customer uses the 8mm syringes hurt when taking injection. She added that they're longer and he would rather have the shorter needle